Manufacturer narrative:
Corrected data: h4 - device manufacturer date device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus iberia (oib). The evaluation/investigation at the oib service center found cracks on the generator¿s front panel and confirmed the occurrence of error message e433, which could not be reproduced, but was found in the error log. The reported error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error message could not be reproduced, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. The reported damage to the generator¿s front panel was most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date, the electrosurgical generator esg-400 displayed error message e433 and auto-started itself continuously. No further information was provided but there was no report about an adverse event or patient injury.